Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of high blood glucose readings and a cracked reservoir near the observation window. The customer stated that the insulin ring around the battery is broken. The customer stated that the battery part started to chip away on its own. The customer also stated that the pump is not delivering insulin because the pump is not sealed properly. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions.